Manufacturer narrative:
Emdr section h6 c and d codes updated to reflect results of investigation.

Manufacturer narrative:
Section h3: device was returned to gore for evaluation and showed the following: imaging evaluation: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. One jpeg. Provided for evaluation, a device photo. It is not a medical/radiograph image, therefore an imaging evaluation cannot be provided. Device evaluation: visual examination showed that the lock pin was dislodged from the leading olive. The lock pin was also observed to be bent. Based on the findings from this evaluation, the observations that ¿the lock pin of the trunk ipsilateral leg endoprosthesis protruded outside of the delivery catheter and was bent¿ and ¿during the insertion, resistance was noted¿ were confirmed. The likely cause for the observed dislodged lock pin and the reported resistance during insertion were unable to be determined with the available information. However, it was reported that the lock pin may have dislodged during device preparation, which may have resulted in the insertion resistance.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A 18fr gore dryseal flex introducer sheath was inserted from the right side of the patient, and a trunk ipsilateral leg endoprosthesis (rlt281412j/26190292) was delivered into the patient. During the insertion, resistance was noted. When the trunk ipsilateral leg endoprosthesis was inserted into the sheath with force, the sheath valve was damaged and bleeding occurred, but no blood transfusion was required. It was also confirmed that the lock pin of the trunk ipsilateral leg endoprosthesis protruded outside of the delivery catheter and was bent (see attached photo). The procedure was continued with a new 18fr sheath and a new device. It was reported that the lock pin may have dislodged during device preparation. After devices were implanted, a type ii endoleak from the right lumbar artery and terminal aorta area were confirmed. The patient was decided to be monitored and the procedure was completed.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.